Event description:
The customer reported quality control (qc) was erratic for all of the assays performed on the access 2 immunoassay system. The customer noted certain qc results were two standard deviations high and others were two standard deviations low. The customer also noted sample counts outside limits system error. Patient samples were not analyzed since quality control was out of range. There was no patient impact associated with this event. During troubleshooting with beckman coulter customer technical support, the customer discovered the white fittings on the substrate bottle were loose. The customer tightened the substrate cap fittings, primed the system, and performed system check. The customer performed qc and recovered acceptable results prior to analyzing actual patient samples. The customer replaced the substrate several days before the incident and did not note any system errors. The instrument was returned to normal operation.

Manufacturer narrative:
Service was not dispatched as the customer resolved the issue through troubleshooting via the telephone. (B)(4).